Event description:
Received information of air bubbles coming from the patient line into the infusion set tubing. Customer's blood glucose level was elevated (approximately 200 mg/dl). Customer was able to purge air bubbles and subsequently, blood glucose level came down to normal. Customer indicated that the cartridge would be changed.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.